Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that slow/no flow to vessel, hypotension and cardiac/cardiopulmonary arrest are potential adverse events that may occur and/or require intervention with use of the system. H6 health effect - clinical code 4581: slow/no flow.

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for a high-risk treatment of a diffuse, 90% stenosed, heavily calcified lesion in the proximal left anterior descending (lad) via right femoral approach. The physician experienced difficulty when attempting to wire the lesion with non-csi guide wires. After several attempts, a non-csi guide wire was successfully advanced to the lesion, and a teleport microcatheter was used to aid in wire exchange for viperwire advance guide wire. Two low-speed treatments and one high-speed treatment were performed. The first treatment was for fifteen seconds, the second for thirteen seconds and the third for ten seconds, with a rest time of twenty seconds between each treatment. During oad removal after the third treatment, the patient experienced rapid decline; heart rate and blood pressure were low. The physician attempted to advance a heart pump through the left access point but decided against it as the patient had a weak pulse. Epinephrine was administered, and cardiopulmonary resuscitation (CPR) was performed. Code was called which lasted for thirty-two minutes. The patient expired. The physician stated no perforations or dissections were observed, the oad spun well, and the patient was responsive during the three treatments. The patient's anatomy and disease state were considered factors in the lack of blood flow in the treated vessel. It was not known if flow was restored after the medical interventions as it was not possible to use contrast after the heart stopped pumping. The physician indicated he was not sure if there were particulates that could have contributed to the patient's rapid decline and expiration. There was no clear cause of expiration.